Manufacturer narrative:
Internal file number - (B)(4). Additional: results code left off initial report.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The reported patient effects of dyspnea, worsening mitral regurgitation (mr) and mitral valve injury (tissue damage) as listed in the mitraclip system instructions for use as known possible complications associated with mitraclip procedures. All available information was investigated and a definitive cause for the single leaflet device attachment (slda) and tissue damage could not be determined. The increased mitral regurgitation (mr) and dyspnea are likely due to the reported slda and tissue damage. There is no indication of a product quality issue with respect to manufacture, design or labeling. The other implanted clip referenced is filed under a separate medwatch report number.

Event description:
This is filed to report a possible single leaflet device attachment, tissue damage and recurrent mitral regurgitation. It was reported that the initial mitraclip procedure was performed on (B)(6) 2019 to treat mixed mitral regurgitation (mr). Two clips were implanted reducing mr from 4 to 1. On (B)(6) 2019, the patient presented with dyspnea. An echocardiogram was performed which found increased mr, grade 4. It appeared that one or both clips detached from one leaflet and remained attached to the other leaflet (slda), tearing the leaflet. No additional treatment was provided.